Event description:
During use of the cannula for extracoporeal circulation, the user observed that the adjustable suture ring was able to slide along the length of the cannula tube too easily. The cannula was not replaced and the surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.